Event description:
It was reported the device was "not working." The patient had a return of symptoms and needed to use rags/pads to control leaking. The reporter did not know if the device just needed adjustment or if it needed to be replaced. It was noted the patient was going to try to adjust the stimulation at a later time, but the results of the stimulation change were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3093-28, lot# v009198, implanted: (B)(6) 2006. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).